Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two month post implant, both the implantable pulse generator (ipg) and right ventricular (rv) lead exhibited t-wave oversensing (twos). Both the ipg and rv lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.